Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial lead's pacing impedance was low and the patient experienced pocket stimulation. The patient was pacing less than required. Programming changes were made. The patient was doing great and was to continue with regular follow up.